Event description:
It was reported that the keypad buttons were unresponsive. The patient reported that the down arrow keypad button became unresponsive this morning. He noted that all keypad buttons feel normal and click when pressed. The patient confirmed that the rubber keypad is intact; and denied exposing the pump to water and cleaning products.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.